Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found; biopsy channel leak, light guide cover lens broke, angle rubber glue separated, connecting tube buckled, connecting tube discolored, control unit corroded, universal cord scratched, connector plug unit corroded, and connector cable connection failed. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera iii bronchovideoscope, having defective distal end. Upon inspection and testing of the returned device, the scope exhibited b30 scope communication error, due to connector connection failed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the displayed a b30 (scope communication) error was the device leaked while the user was handling the device, and water invaded. Then abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.